Event description:
Renal tumor biopsy was performed on (B) (6) 2009 using the ureteral brush biopsy set. The physician used the product by removing the brush out of the catheter and set on another open-ended ureteral catheter (MFR is unk but possibly cook or boston). When the physician pulled the brush out of the pt, it was found that the brush was broken off into the pt. On (B) (6) 2009, nephrectomy was performed due to ureteral cancer. The renal was extracted, and the broken brush was found to be punctured deeply into the extracted tumor. The pt status is unk.

Manufacturer narrative:
Two segments returned the brush and the coiled wire and cannulated handle, the catheter and fittings not returned. In viewing the areas of separation, the wires appear to be pulled to separation noting some narrowing of the wires. A stock product was pulled noting the brush retracts and exits the catheter smoothly. The physician has used a different catheter other than what was supplied with the biopsy brush, unlike the supplied catheter, the catheter used had a tapered tip. Most likely, the wires have been pulled to separation.